Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation with high voltage therapies disabled, caused by the patient undergoing a magnetic resonance imaging (MRI) procedure without putting the ICD in MRI mode. Programming changes were made to reset the ICD. The patient had no adverse consequences due to the event.